Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that a communication failure occurred due to a charge-coupled device (ccd) failure and no picture is displayed. The cause of ccd failure could not be estimated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the coupler was damaged/moving, the reported issue was confirmed due to a faulty charged coupled device unit (ccd-u) and the device failed water leak test on cable. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the hd autoclavable camera head had no image. There was no harm or user injury reported due to the event.